Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was performed and found all the components were assembled properly. A torque test was performed and found the readings were within specification. The failure mode was not confirmed in the received sample. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that the inner and outer cannula of a tracheostomy tube was tight and difficult to disconnect. When placed in a patient it was impossible to remove the inner cannula. It is unknown whether the product was visually tested before use, treated with disinfection or cleaning solutions or whether the cuff was pre-tested. The product was removed and replaced with a new device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).